Event description:
Customer stated that the meter has a black hole in the button. Customer also received a reading of 320mg/dl then 5 minutes later a reading of 429mg/dl so customer went to the hosp. On the way to the hosp, 30 minutes later, customer received a reading of 166mg/dl. 15 minutes later customer arrived at the hosp where their blood glucose was determined to be 91,g/dl. Customer also stated that the meter is not reading in mmol/l. A review of the system was performed over the phone. This review indicated that the meter functioned according to specifications. The customer was asked to return the meter for further eval and a replacement was provided.